Event description:
The customer stated an architect i2000 analyzer generated error code 1007, unable to process test, when reaction vessels of lots 69686p100 and 69060p100 were in use. In addition, false reactive anti-hcv and hiv combo ag/ab results were generated by the analyzer. This issue was resolved with the implementation of a new lot. There was no adverse impact to patient management reported.

Event description:
It was reported some of the screws were crooked, which made it hard for the surgeon to place the screws into the bone. The surgeon was unable to insert the screws, and eventually used thread to fixate the resorbable plates. The surgery was delay for more than 30 minutes while the surgeon tried to place the crooked screws.

Event description:
Major pump unit(s) involved: external control system failure;specific component(s) involved: external controller malfunction.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). No method, results or conclusions can be made at this time. Lot #: in the initial and follow up medwatch submissions, suspect medical device, other lot # was submitted with lot number 69060p100. This lot of suspect medical device were not associated with remedial correction recall 1415939-2/27/09-003-r, this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Upon inspecting the architect wash zone ground strap, the field service engineer observed build up of "debris" that appeared green in color and "salt separation" material around the top of the ground strap. There was no report of injury or incident.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: in the medwatch -02 submission, suspect medical device lot 69060p100 was changed to lot 69686p100, and lot 69060p100 was removed from remedial action 1415939-2/27/09-003-r in error. Lot 69060p100, device MFR. Date: 9/12/08, expiration date: na, was in use at the customer facility and is associated with this remedial recall action. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.